Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank display. The blood glucose level was 145 mg/dl. Customer stated that the screen was blank after inserting new battery. Customer also stated that the casing had brown mark. The product will return for the analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.